Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses had multiple issues post procedure. Fatigue, bilateral capsular contracture (baker¿s grade unknown), muscle ache, paint, discomfort, a left sided interductal papilloma, and thyroid removal were all noted. The thyroidectomy was performed in 2008, and it is unclear whether the reporter attributed this event to the implants. In 2015 the capsular contracture was diagnosed through mammography. The interductal papilloma was removed in (B)(6) 2015. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-07769 for contralateral prosthesis report.

Manufacturer narrative:
An investigation of the available photograph was completed by the failure analysis lab on 8/12/2019. Device evaluation evaluation summary: according to the information provided, the patient experienced capsular contracture, a breast mass, and generalized illness on the left breast implant. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/28/2019. The patient devices were unknown mentor gel implants, rather than the unknown saline previously reported. The patient had the devices explanted on (B)(6) 2019. Both implants were described as having calcifications, and the right side was found ruptured. The patient's condition was stated to have improved since the implants were removed. Manufacturer¿s reference number: (B)(4).